Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant attempt, there were problems with extension/retraction of the lead helix. The lead also had high impedance. Another lead was implanted. No patient complications have been reported as a result of this event.